Manufacturer narrative:
The returned lead was analyzed and the helix difficulty and difficult to position allegations were confirmed. A helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. With all the available information, boston scientific concludes the reported event was confirmed. The lead body was twisted along its whole length. Moreover, continuity testing passed indicating conductors were intact. A stylet insertion test passed without issue indicating no blockage in the lumen.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty. The screw would not extend after multiple attempts. They physician was able to successfully place the lead but was not satisfied with the location. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty. The screw would not extend after multiple attempts. They physician was able to successfully place the lead but was not satisfied with the location. The lead was never in service. No adverse patient effects were reported.